Event description:
Rptr cleansed contact with solution this am and experienced burning in her eyes. Rptr took out contacts and cleansed them with solution from a different lot number. She suffered no adverse consequence with the other solution. Rptr has been using this brand for years without problems. The bottle in question was packaged and sealed as always prior to use. Rptr had used a previous bottle from the same lot without problems. Rptr will contact the MFR.